Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (antegrade puncture) using a starclose se device after a right superficial femoral artery (sfa) stenting interventional procedure using a 6f sheath. Reportedly, there was resistance advancing the thumb advancer. The device caught tissue and the clip did not deploy and remained in the sheath ("partially out of the delivery tube but not completely") . The sheath had split completely prior to attempting to deploy the clip. The safety release was used; however, the device was unable to be removed from the patient anatomy. Surgery was performed to remove the device from the patient anatomy and to repair the artery. There was a clinically significant delay in the procedure due to the need to surgery. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance the thumb advancer, failure to fire the clip and jammed safety release were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.